Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient.

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images dated (B)(6) 2013, revealed an indeterminate endoleak. On (B)(6) 2014, the physician reintervened and found that it was a type ii endoleak feeding from the lumbar arteries and several small feeder arteries. The physician embolized by coiling those collateral vessels. The endoleak was resolved and the patient tolerated the procedure.